Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unspecified discrepancy in the remaining insulin reading. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: the pump was able to successfully load a 100unit cartridge. The pump successfully completed a rewind, load, and prime sequence and was exercised for 24 hours on a one unit per hour basal rate with no issues. At the end of the 24 hour testing, the total daily dose history correctly reflected 24 units delivered. The remaining insulin reading on the home screen was congruent with the amount of insulin remaining in the cartridge after the 24 duration exercise. A 10unit normal bolus and a 10unit audio bolus were performed and the remaining insulin reading calculated appropriately. The alleged insulin remaining issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).